Event description:
The user received low sodium results for approximately 150 pts between two cobas instruments at the site and provided 158 examples. Of these, 2 samples tested on this analyzer were considered discrepant. All repeat testing was performed on cobas 6000. All results are initial, repeat and are in mmol per l. Sample 1: 134, 141. Sample 2: 133, 140. The initial results were reported and the user stated some of the patients were treated based on the results, but she did not know which ones or how many. It is not known what treatment was received. The user stated she did not know if any pts were adversely affected and could not provide that information.

Manufacturer narrative:
The field service representative found a clot in the sipper nozzle. He removed the clot and flushed out the ise system. Ise checks, calibration and qc were performed to verify the analyzer performance. For additional samples involved in this event, please refer to medwatch 1823260-2009-03263.